Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that item:57-15316, lot:1000132696 was implanted into patient on (B)(6) 2016. The patient state that when he clenched his fist as the normal training ( he did not do any strenuous exercise and no violence), he heard a noise from his hand, then he went to hospital on (B)(6) 2016. The x-ray reveals the plate fractured, the hand lock plate fractured.

Manufacturer narrative:
The reported event that a ¿2.3 m variax hand lock plate,straight,16holes¿, that was implanted in (B)(6) 2016, fractured in (B)(6) 2016, when the patient clenched his fist during a normal training, could be confirmed since the device was returned for evaluation and it matches the reported failure mode. One plate and 6 screws were received for inspection. All 6 screws are in perfect condition, without any scratches or dents. The plate was received broken, in 2 pieces. The received plate has 6 holes, comparing to the reported 16-hole plate. This matches with what has been reported: that ¿the surgeon cut the plate with a ¿plate cutting pliers¿ because the fracture line was not that long¿. A visual inspection revealed that the surface of both pieces is quite scratched, most likely caused during cutting, implantation and/or explantation. The breakage surfaces, on both pieces, are smooth but polished in some parts, most likely due to a continuous friction. Such a pattern is consistent with fatigue fracture, which can occur under repeated or fluctuating stresses. Fatigue fractures begin as a microscopic crack or cracks that grow as force is applied repeatedly to a part. It was reported that the plate was implanted in (B)(6) 2016 and the breakage occurred in (B)(6) 2016. The amount of time passed indicates a delayed union. Usually a delayed union is present when an adequate period of time has passed since the initial injury, without achieving bone union. The main reasons for a delayed union are an inadequate reduction, inadequate immobilization, distraction, loss of blood supply, and infection. An initial x-ray was not communicated, therefore it cannot be concluded whether the primary surgery was done correctly or not. Also, no further information regarding the patient and his immobilization were communicated. However, the postoperative x-ray shows a burst area with a gap resulting in insufficient bone support. No screws have been backed out and no screws were broken. Only the plate was broken, and the breakage area matches with the gap in the bone. All these indicate that the fracture was not sufficiently healed for the weight bearing which was subjected to. Since the bone was not prepared to support such forces, they were all transmitted to the plate, which, eventually, broke. Please keep in mind, what is mentioned in the IFU (v15013): that the plates ¿are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone.¿ also, ¿these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important.¿ therefore, the patient should be well informed that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. It is also common that adverse results may be clinically related rather than device related. Such a case would be obesity. As specified in the IFU ¿v15013¿, ¿the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician.¿ particularly, ¿an overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself.¿ moreover, ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ however, no information were provided related to the patient, and it cannot be confirmed whether the implant broke due to that. Based on investigation, in combination with the fractured surface, which is consistent with fatigue fracture, the case could be classified as a patient-related, due to overload. Such a type of fracture occurs when there is a significant load applied in the device during a certain period of time, after which the material would break due to overloading. If the patient did not follow properly the immobilization instructions of the surgeon, it is quite possible that the fracture was not able to heal and this led to the reported breakage of the plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that item:57-15316, lot:1000132696 was implanted into patient on (B)(6) 2016. The patient state that when he clenched his fist as the normal training ( he did not do any strenuous exercise and no violence), he heard a noise from his hand, then he went to hospital on (B)(6) 2016 the x-ray reveals the plate fractured, the hand lock plate fractured.